Manufacturer narrative:
Follow-up #1 date of submission 03/08/2016-product analysis: the device was returned and evaluated by product analysis on 02/25/2016 with the following findings: the complaint could not be duplicated or confirmed within investigation. Review of the pump¿s black box revealed no abnormal behavior or evidence of an inaccurate delivery issue; the total daily dose delivery history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015 it was reported that the patient was hospitalized on (B)(6) 2015. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. This complaint is being reported because a device malfunction or use error could not be ruled-out as a contributing factor to the alleged hospitalization.